Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not blinking when connected to sensor. Customer reported of going on the continuous glucose monitoring system due to blood glucose dropping low at nights. Customer's blood glucose dropped to 40 mg/dl. Customer received assistance and was advised that sensors may be expired due to length of time she had had them. Customer declined low blood glucose troubleshooting.